Event description:
It was reported that the right ventricular (rv) lead did not capture. The physician explanted and replaced the rv lead. The patient was discharged from the hospital after the procedure.